Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged, and the downstream occlusion sensor seal was loose. Review of the event history log showed the pump displayed multiple occurrences of a "downstream occlusion" alarm. Functional testing involved sensor testing. The pump passed all functional tests. The loose seal was removed, and minor contamination was found. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 had "constant occlusion". No patient involvement.